Event description:
The customer contacted baxter's service center regarding a leak, which occurred on the homechoice (hc) during dwell 2 of 4. The caller stated there was fluid on the floor. The home patient (hp) and the caregiver (cg) could not find where the fluid was coming from. The hp had not disconnected. The technical service representative (tsr) assisted with the end of therapy early procedure. The hp stated they would notify the peritoneal dialysis registered nurse (rn) of missed therapy. The hp ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The lot number was unknown and the sample was unavailable at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.